Event description:
N/a.

Manufacturer narrative:
Corrected information: b1, b5, d2, d8, f10, g2, g4, g5, g7, h1, h10. Additional information: b2, h2, h11. Between (B)(6)2019 and (B)(6)2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on (B)(6) 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Product was not returned for evaluation. Review of the history device records for the valve, product code 82-3248, with lot ctbbkt conformed to the specifications when released to stock on the (B)(6) 2015. The failure analysis and root cause could not be determined as the product was not returned.

Event description:
When opening the exact-flo np valve product ID 8232498 the doctor indicated product was not working at full capacity when testing it. Additional information received on 07nov2019 indicated there was a 30-minute delay causing no impact to the patient. The patient received a product from another manufacturer (medium bypass system).